Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(4), 2011; during the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies when using the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.